Event description:
Patient wife stated patient experienced 2 skin infections from 2 vgo's. Patient wife confirmed the patient is cleaning the site and rotating locations. Patient wife stated when the patient had the 2 skin infection, the vgo was hurting him the entire time he had the vgo on. Patient applied antibiotics on the infected area on his abdomen.